Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump squirted insulin out of the infusion set during priming and unexplained no delivery alarms. Customer¿s blood glucose was unknown at the time of incident. Customer stated that reservoir was leak at transfer guard. Customer stated that there was leak present. Troubleshooting was performed for reservoir leak. Customer declined troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.